Event description:
The customer contacted stryker to report that their device failure to power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. The device's power pcb assembly was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. It was determined that the cause of the reported issue was a failed/faulty power pcb assembly.